Event description:
It was reported that the right ventricular (rv) lead was believed to have fractured and exhibited high and unstable impedance. The lead was capped. During the replacement procedure, the lead helix was not fully retracted as the physician attempted to place the lead would "continually get caught up in the superior vena cava (svc). The physician removed the lead and could not get the helix to retract fully. During the procedure, the physician was afraid the svc had been damaged due to the helix protrusion. A alternate lead was placed successfully but then the patient lost blood pressure readings and found the patient had internal bleeding. The svc tear was repaired in the operating room. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted the helix was stretched and measured out of specification. It did not fully retract and protruded 0.014" from the end of the lead. Helix did extend and retract within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.